Event description:
The customer called for assistance with priming the insulin pump. During the phone call, it was discovered that the customer may have inadvertently delivered more than 100 units of insulin into her body because she was connected during the manual prime. The reported blood glucose reading at the time of the phone call was 55 mg/dl. Paramedics were called to assist the customer, and the phone call was disconnected at that time. The customer later called back and reported that she was hospitalized due to hypoglycemia. The customer stated that she will be meeting with her diabetes educator to receive additional training on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.